Event description:
We received an allegation about discrepant results for 1 patient¿s sample tested with elecsys hcg-beta (hcg+b) assay on cobas 6000 e601 module when compared to a different analyzer at a different hospital. Initial result: 441 iu/l. On (B)(6) 2024, the sample was repeated 3 times and the repeat results were 443.7 iu/l, 437 iu/l, and 454 iu/l. Since the customer was having qc issues, the sample was sent out to another hospital and re-tested. 4th repeat result: 0.2 iu/l (tested at another hospital).

Manufacturer narrative:
The hcg+b reagent lot number was 774930. The expiration date was not provided. The preventive maintenance was last performed on mar-2024. The qc was out of range on several days since the end of sep-2024 and on the day of the event. The calibration trace showed that the calibration repeatedly failed since the end of sep-2024. The alarm trace showed abnormal reagent probe movement alarms on 14-oct-24 and 16-oct-24. The field service engineer (fse) visited the customer's site twice. On 21-oct-2024, the fse replaced the cells, the cell tubing, and the gear head, and did a high voltage adjustment. He performed a cell blank and an instrument check and they were successful. Precision studies were performed and they were within specifications. Date 23-oct-2024, the fse replaced the sipper tubing and the sipper nozzle. He performed an instrument check again and it was successful. Qc was performed and it was consistent over 2 days. The investigation is ongoing.

Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visits. The cause of the event could not be determined.